Manufacturer narrative:
B5 - a healthcare professional reported that an implantable collamer lens was implanted into a patient's eye. The patient experienced high iop, pilocarpine was injected, laser iridotomy was performed. It was noted after the near distance was full, iop was reduced, anterior chamber was deeper compared to before. The lens was explanted and replaced with a shorter length lens and the problem was resolved. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A healthcare professional reported that an implantable collamer lens was implanted into a patient's eye. The patient experienced high iop, pilocarpine was injected, laser iridotomy was performed. It was noted after the near distance was full, iop was reduced, anterior chamber was deeper compared to before. Lens remains implanted.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).